Event description:
It was reported that the lesion was located in the mid lad, which had no calcification or tortuosity accessing the lesion. The lesion was a re-stenosis in another company's stent. Another company's guide wire and guiding catheter were used. However, the cutting balloon would not cross. A balance universal was inserted to increase the support. At that time, the tip was noticed to be deformed due to the interaction of the lesion. The guide wire also seemed to be caught on the cutting balloon when it was advanced. The guide wire was removed and re-shaped and was inserted again to cross the cutting balloon to the lesion. The cutting balloon would not cross; however, it was able to be advanced into the deployed stent and it was inflated anyway. The cutting balloon needed to be more distal, so the procedure was stopped and the balance universal was removed first. However, part of the guide wire was left in the guiding catheter. An attempt was made to retrieve the separated site with a 0.035-inch guide wire, but it was unsuccessful. All the devices were removed as a single unit, and the separated portion was safely retrieved.